Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history: no documents could be found in the synthes systems for this part / lot combination. The device is not being returned therefore, we are unable to verify the information needed to obtain the correct documentation. In the event the device is returned in the future we will revisit this request. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a femoral recon nail insertion on (B)(6) 2020, while drilling the tip of the 4.5mm stepped drill bit snapped off into the femoral neck of the patient. The fragment remained lodged in the femoral neck of the patient. The procedure was successfully completed with 10 minutes surgical delay. Concomitant device reported: unknown femoral recon nail (part # unknown, lot # unknown, quantity unknown). Unknown 6.5mm recon screw (part # unknown, lot # unknown, quantity unknown). This is report 1 of 1 for (B)(4).